Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photos were provided for evaluation. Visual inspection of the photos noted a vertical crack present on the female luer lock connector. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Retained units for the reported batch number were visually examined, and no defects were found. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a crack was observed on the green portion of the y-extension set. Chemotherapy of cyclophosphamide and blood leaked. No injury reported.